Event description:
It has been reported to philips that the geometry pc failed to boot up. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file showed that there was malfunctioning of the geo-pc (geometry pc). During troubleshooting, fse found that there was an issue with geo ipc bios battery. The fse replaced the geo ipc bios battery to resolve the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcomes.